Event description:
Reportable based on device analysis completed on 15jul2022. It was reported that the coil could not be fully advanced after several attempts. The target location was located in the liver. An 8mmx20cm interlock-35 was selected for use. During the procedure, it was noted that the coil could not be fully advanced after several attempts. The device was simply pulled out and the procedure was completed with another of same device. No complications were reported and patient was stable post procedure. However, device analysis revealed that the interlocking arm was detached.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Only the main coil was returned. The main coil was kinked, stretched and the interlocking arm was detached. No more damages were found.